Event description:
In 2008, the patient reported the lcd screen on her insulin infusion device is scratched or cracked. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.